Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported as "area not cleaned before starting pd therapy;" however, as there was no specific use error reported, the cause of the peritonitis event has been assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal fortum (1g, for 15 days), injection amikacin (250mg, for 15 days, route not reported) and injection vancomycin (2g, repeated dose after five days, route not reported). At the time of this report, the patient was recovering and the action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that on an unreported date, the patient recovered from the event, the fluid was clear and antibiotic treatment was completed. Should additional relevant information become available, a supplemental report will be submitted.